Manufacturer narrative:
The actual joystick and seating components from the device were returned to the manufacturer for evaluation. (B)(4), photos, and pages from the device owner's manual regarding modifications. (B)(4), and pages from the device owner's manual regarding modifications. (B)(4).

Event description:
The users powerchair was in need of repair to the armrests and seat side rails. The dealer placed the parts on order and advised the user not to use the powerchair until repairs are completed. The user had a backup wheelchair but continued to use the powerchair and hit a doorway and drove into a window. The user required an ER visit and nineteen stitches.

Event description:
The user's powerchair was in need of repair to the armrests and seat side rails. The dealer placed the parts on order and advised the user not to use the powerchair until repairs are completed. The user had a backup wheelchair but continued to use the powerchair and hit a doorway and drive into a window. The user required an ER visit an nineteen stitches.

Manufacturer narrative:
Device eval anticipated, but not yet begun. A follow up report will be submitted upon completion of investigation.